Event description:
It was reported that the right atrial (ra) lead exhibited increased and unstable thresholds. The ra lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that about a year and a half later, the ra lead pacing threshold increased to high. The ra lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was capped and replaced due to the ongoing threshold issues.